Event description:
It was reported that upon gaining access to the aneurysm, the coil was prepped and introduced into the microcatheter and when it encountered the gentle curves of the splenic artery it began to bind. The coil was removed and the microcatheter was flushed. The physician was able to remove 1/3 of the coil out, but upon attempt to position the coil, it became detached from the pusher wire. The entire micro system was removed. It was reported that this issue occurred with three separate coils during the case. The physician switched to a competitor's coils and was able to successfully treat the aneurysm. There was no patient injury reported. The patient recovered well without issues.

Manufacturer narrative:
This report addresses the first coil of the three coils related to the reported event. The reported event is non-verifiable. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: listed below are the complaints from the last 2 years recorded in the complaint handling system with this batch number at the time of this investigation: p25-6272 p24-5552 p24-4801 of the complaints listed above, the following have identified a condition associated with CAPA: c24-010: p24-5552 without the return and evaluation of the device associated with this complaint, the investigation is unable to determine if a similar condition exists. IFU review (additional information can be found in the IFU): potential complications: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions: this device is intended for single use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness, or death. Reuse, reprocessing, or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient. Advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted. If excessive friction is noted with a second azur system, check the microcatheter for damage or kinking. If repositioning is necessary, take special care to retract the coil under fluoroscopy in a one-to-one motion with the delivery pusher. If the coil does not move in a one-to-one motion with the delivery pusher, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the entire device. Due to the delicate nature of the coils, the tortuous vascular pathways that lead to certain lesions, and the varying morphologies of the vasculature, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration. Introduction and deployment of the azur system 20. Seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer. Do not over-tighten the rhv around the introducer sheath. Excessive tightening could damage the device. 21. Push the coil into the lumen of the microcatheter. Use caution to avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. Initiate timing using a stopwatch or timer at the moment the device enters the microcatheter. Detachment must occur within the specified reposition time. 22. Push the azur system through the microcatheter until the proximal end of the delivery pusher meets the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv around the delivery pusher. Slide the introducer sheath completely off of the delivery pusher. Use care not to kink the delivery system. To prevent premature hydration of the azur system, ensure that there is flow from the saline flush. 25. Under fluoroscopic guidance, slowly advance the coil out the tip of the microcatheter. Continue to advance the coil into the lesion until optimal deployment is achieved. Reposition if necessary. If the coil size is not suitable, remove and replace with another device. If undesirable movement of the coil is observed under fluoroscopy following placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate that the coil could migrate once it is detached. Do not rotate the delivery pusher during or after delivery of the coil into the vasculature. Rotating the delivery pusher may result in a stretched coil or premature detachment of the coil from the delivery pusher, which could result in coil migration. Angiographic assessment should also be performed prior to detachment to ensure that the coil mass is not protruding into undesired vasculature.